Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that reliavac evacuator was unable to suction due to the balloon damage.

Event description:
It was reported that reliavac evacuator was unable to suction due to the balloon damage.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used reliavac with drainage tubing. Visual inspection of the sample noted no obvious visible defects. Both ports were plugged and the bulb was pumped to attempt to inflate the balloon, but the air leaked out of the one way metal valve on the bulb. A potential root cause for this failure could be ¿duck beak valve without slot or insufficient slot¿. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Tthe device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "note: do not use with wall suction in excess of 210mm hg. 11. To establish suction: 11.I.) Open outlet port. 11.ii.) Pump bulb until balloon fills container. 11.iii.) Close outlet port. Note: hissing sound is normal and stops when maximum suction pressure is reached. Possible reflux of fluid to the patient is reduced during reliavac® evacuator reactivation by a built-in anti-reflux valve in the inlet port. 12. To empty container: 12.I.) Open outlet port. 12.ii.) Invert unit. 12.iii.) Pump bulb to empty quickly. 13. To re-establish suction: - repeat step ¿11¿ above." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.